Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error - stop¿ and the emergency drive, (e-drive), holder screw came off during use with the e-drive. Subsequently, further information regarding the event was provided. The failure occurred days into the treatment. The patient was undergoing impella assisted ECMO treatment, ecpella. During treatment, suction was applied to the impella of the patient. The cardiohelp alarmed that there was low flow and subsequently reported that all flow was lost. The cardiohelp backflow prevention was activated. The ECMO specialist removed the hls set from the cardiohelp device, without turning the rpm down or clamping the system. The hls set was hand cranked via the e-drive until a new cardiohelp unit was brought to the bedside. The hls set was transferred successfully. The e-drive holder was clarified to be the e-drive holder for a side rail, which is additional component and is not essential for the use of the cardiohelp. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-05-22/23/24. The pump disposable failure could not be replicated. The sensor panel was replaced as a precautionary measure. The e-drive rail holder was repaired by the user. The screw of the arm was found and reattached. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿runaway error¿ and ¿pump disposable error ¿ stop¿ could be confirmed on the date of event. According to the event description provided by the user, the cardiohelp device did not have any functional failures. Low flow and no flow conditions were detected by the cardiohelp device accordingly. The error message ¿pump disposable error¿ was triggered by the ECMO specialist removing the hls set prior to turning the flow down to zero or clamping the system. The root cause for the emergency drive rail holder breakage is a tightening nut became loose, due to wear and tear during use of the e-drive. The backflow prevention is a safety feature of the cardiohelp. In order to prevent backflow to the patient, the cardiohelp will adjust the flow to maintain 0 rpm. Backflow prevention is activated when the flow is measured to be -0.1 l/min. According to the IFU of the cardiohelp it is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the hls disposable to the cardiohelp device. The IFU of the cardiohelp includes a warning under the chapter ¿safety¿, "do not remove the disposable product during normal operation". In reference of the current IFU for disposables the following is stated in chapter "safety instructions for the oxygenator", incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The cardiohelp has an integrated e-drive holder within its housing. Additionally, as per IFU of the cardiohelp, (chapter "check before every application"), the emergency drive must be checked before use. The review of the non-conformities has been performed on 2024-05-08 for the period of 2020-10-26 to 2024-05-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-26. Based on the results the reported failure "pump disposable error - stop" and ¿e-drive rail holder¿ could be confirmed, but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿ and the e-drive holder screw came off during use with the e-drive. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID #(B)(4).

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on (B)(6) 2024. The device was repaired. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.